Manufacturer narrative:
Investigation: sample evaluation: examination of picture of the affected samples confirmed the reported defects: 1 blister which contains two needles, one part of annular out of the cavity whose annular seems to be damaged because of sealing die and without shield. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2017 (may 13 - 15th, 2016). Needles were assembled in machine, nº4413, in lot #6124065 (may 3 13th, 2016). Research has found no problems, defects or qn related to the reported issue. Root cause analysis: firstly, the entire packaging process including the needle feeding is done automatically. The packaging process includes several detection systems in order to identify any missing needle or some extra needle which could be placed in some incorrect position in the blister. If there is no product into the blister cavity or there is some extra needle located out of the blister, the machine stops automatically and the operator solves the problem. In addition, the detection system is challenged every 8 hours of production. After discussing with our manufacturing technicians and based on all preventive measures, we conclude this should be related with some human error in which the machine detected the problem and stopped, but the operator did not solve the issue appropriately. We are confident that the probability of occurrence of this non-conformance should be low and in sporadic cases. Related to absence of expected shield, we think the needle shield has been lost during the packaging process due to low fitting force. The shield could be not well assembly and during packaging, this needle with low shield pull force, lose its shield in the needle feeder mechanism in the packaging machine. To avoid this situation, there is a needle length detector rejecting those that do not reach the specified distance. In this case, the needle was able to avoid preventive systems and become packaged normally. Confirmation: customer complaint is related to two needle in one unit pack and one needle without its expected shield; complaint confirmed thanks to sent picture. CAPA determination: no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.

Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an extra needle was in the 10 ml bd emerald¿ syringe with detached needle package. The extra needle was stuck through the package, making the package non-sterile. Nurse did encounter a clean needle stick. No reported medical intervention or serious injury.